Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 05/12/2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ae (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot p19298.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.60 on a (B)(6) year old female patient presented with chest pain, left side. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). Retests not within the recommended time per I-stat system manual. Per I-stat system manual: art: (B)(4). Test timing: within 30 minutes after collection. Samples collected with anticoagulant for the measure of sodium, potassium, chloride, glucose, bun/urea, creatinine, hematocrit, troponin I, ck-mb, ss-hcg and bnp. Remix thoroughly before testing. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Based on the information available there is no evidence that suggests the patient suffered an mi. However, the customer states that the patient's EKG was determined to be borderline left axis deviation. Repeat testing was performed outside the recommended test timing as recommended per I-stat system manual. The investigation is underway.